Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.